Event description:
Reporter alleged, that discrepant results were stored in the memory of the compact system. Reporter stated, it stored 96 mg/dl instead of a 194 mg/dl, 80 mg/dl instead of 205 mg/dl, and 79 mg/dl instead of 126 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.